Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The insulin pump received with operating currents within spec. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed low battery alarm. Customer's blood glucose was unknown. Battery cap replacement did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.